Event description:
On (B) (6) 2009, the patient was treated for an abdominal aortic aneurysm, and was implanted with three gore excluder aaa endoprostheses. On (B) (6) 2010, a reintervention occurred to treat a distal type-1 endoleak with aneurysm growth. A gore excluder aaa contralateral leg component was implanted. The endoleak was resolved. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional devices related to this event: pxc181000/(B) (4); pxc181200/(B) (4).